Manufacturer narrative:
The instrument was returned for eval. Per the customer, reported complaint engineering found the instrument broken at the proximal clevis to main tube interface. The clevis is dislodged from the main tube as a result. The clevis is intact, however, half of the main tube interface wall has collapsed. Engineering also observed charring on the yaw pulley, at the base of the spatula insulation, suggesting that an arcing event occurred. No other damage was found.

Event description:
It was reported that during a da vinci surgical procedure, the permanent cautery spatula instrument could not be removed through the cannula accessory. The cannula and instrument were removed from the pt. Outside of the pt cavity, the instrument broke off when removing the trocar. The procedure continued with a replacement instrument. The planned procedure was completed and no pt harm, adverse outcome or injury was reported.